Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer¿s blood glucose was 600 mg/dl and he was very sick. It was reported that that the customer was having issues with the infusion set. The insulin pump will not be returned for analysis.